Event description:
The hosp reported that, during a case, the clinician experienced difficulty adjusting the positive end-expiratory pressure (peep) value. The adu reportedly alarmed keyboard error. It was subsequently noted that the pt started to wake up. The clinician reportedly switched to manual mode of ventilation. The adu was eventually swapped out for another anesthesia machine. The case was reportedly completed with no further reported complaint. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hosp.